Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Photo analysis of the returned device confirms that the tip of the driver is twisted and fractured. The DHR for the supplier lot was not reviewed, as the certificate of conformance and receiving documentation indicates that the product was in good order as received, and the reported event is caused by a known design issue that has been addressed. The root cause of this failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to twist before fracture of the screw. The driver can still fracture, if torque continues to be applied, but this happens only after the driver first twists. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted..

Event description:
It was reported that the instrument bent during use. It was removed, and another driver in the set was used. Attempts have been made and additional information on the reported event is unavailable.